Event description:
Additional information was received from the patient. The patient called back and repeated that they need an MRI of their left foot but they didn't know how to activate MRI mode. Agent reviewed how to activate/deactivate MRI mode. When patient activated MRI mode during the call, the therapy app indicated full body eligibility. When patient deactivated MRI mode and turned therapy back on, the patient said the stimulation was "vibrating like crazy." The patient decreased amplitude and confirmed the vibration went away, but they could feel stimulation in their right foot. Patient noted that the stimulation felt like it was pulling. Patient said they feel stimulation in their right foot all the time, and their hcp told them that was a good thing even though it annoys the patient. Agent reviewed stimulation would be expected to be felt in the bicycle seat area, which the patient said they already knew. Patient repeated that the therapy was not working for them and that they don't have an appointment with their hcp until august. Patient mentioned that they went to the bathroom earlier today before they went to the store, and within an hour they didn't make it to the toilet in time. Agent reviewed programming considerations. Patient had amplitude set to a comfortable level during the call, and they mentioned that they might have been mistakenly turning the therapy off before powering off the external devices. Agent reviewed that therapy needs to stay on before they power off the external devices. Agent reviewed difference between ins battery and external device batteries. Patient will keep therapy on and continue to monitor symptoms. Patient mentioned that they might consider using a chair at a spa that stimulates the "pelvic shelf." Patient said they would sit on the chair once a month. Patient didn't receive email from patient services yesterday. Patient confirmed email address was correct. Agent re-opened case and re-sent email as requested.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that ever since implant, the patient's device had not helped their symptoms of "not making it;" they were leaking by the time they got to the toilet and their pad was soaking wet. The patient stated every now and then they got an intermittent surge of quick pain in their pelvic floor and where the ins was located and also had a sharp reaction in their right toe, it pulled up especially while driving, which never happened before they got their stimulator. The patient said their doctor would check it and their manufacturer representative (rep) wanted to check if the wire was in the proper location. The patient said they had changed programs 3-4 times but nothing had helped. Additional information was received from the patient. They called back to report their interstim therapy did not work for them and their symptoms were worse than before they got the interstim. The patient said they met with a manufacturer representative (rep) in may and told them the device was not working. The patient said they wanted to walk 4 miles but today, they walked 2 miles but they could barely walk to their house, and pee just started coming out, they couldn't stop it; it usually happened before they made it to their house. The patient said yesterday they tried to jack up the charge but that almost made it worse. The patient stated they had complained about this to the rep and the rep said they needed to talk to the patient's doctor so they made an appointment to meet with the doctor but the appointment was cancelled because the rep was not scheduled to be there. The patient wasn't sure which rep they met with in may. The patient had made a lot of program adjustments over the past year, maybe 4. Interstim therapy optimization information and stimulation sensation information were reviewed with the patient, and it was recommended to the patient that they keep a symptom diary to track results. The patient was redirected to their healthcare provider (hcp) to further address the issue. The patient said when they met with the rep in may they were told to make an appointment to meet with their doctor but when they did that they were told their doctor would not meet with them unless the rep was there and the patient could not get an appointment to see them both until august. The patient was sent physician listings via email. The patient mentioned they had overactive bladder (oab) and they retained urine in their bladder and they did not know if that helped them at all. The patient also mentioned they felt a pulse down their right leg and into their toe; they were told that was good. The patient also mentioned they needed an MRI of their left foot.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. They reported that their urologist canceled their (B)(6) apt. Because they wanted the manufacturer rep to be there. They rescheduled it for (B)(6). The issue was not yet resolved. The patient did experience urinary retention prior to the device. It was unknown if the retention had worsen. The patient stated they can't walk in the morning for more than 45 minutes before they start leaking. Catheterization was not their standard of care prior to the device.